Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during check-up a defect was noticed on the system controller cable connecting to the battery. Although there had been no problem reported, the controller would be replaced.